Manufacturer narrative:
The lens was returned inside a non-company lens case. Viscoelastic was dried on the lens. The optic was cut into pieces. Only one half of the optic with one full haptic was returned. The optic edge was chipped. The optic anterior surface was cracked near the center. The posterior optic surface was cracked at the edge and near the edge. Product history records were reviewed, and documentation indicated the product met release criteria. Associated product information was not provided. Half of a damaged lens was returned. The product investigation could not identify a root cause for the reported complaint of "unable to adapt". Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The multifocal company 21.5 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non-company monofocal lens, 21.5 diopter. Due to the exchange of a multifocal 21.5 diopter lens for a monofocal 21.5 diopter lens, this suggests that a monofocal replacement lens may have been an improved choice for the patient's vision needs. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient reason was unable to adapt. The iol was replaced with monofocal lens approximately six months after initial procedure. There was no patient harm.